Event description:
It was reported that during preparation for a revision procedure to fix a distal erosion, after several attempts of preparing the device, although no leak was found, there was air in the reservoir after multiple preparation attempts. The reservoir was set aside and the procedure was completed with a new reservoir. The revision was successful.